Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Additional information: device available for evaluation: yes, returned to manufacturer on 1/16/2019, device returned to manufacturer: yes. Device evaluation: the intraocular lens (iol) was received at the manufacturing site for evaluation. The lens was observed under microscope 10x magnification and it was received cut in pieces. The two haptics (loops) were observed in the lens, also in good conditions. The condition of the lens is typically related with the removal process of the lens. The complaint as haptic damaged was not verified, lens damage was observed. A product deficiency could not be determined. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specifications. Historical data analysis: a search in the complaint history revealed that no additional complaint for this production order number has been received. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: additional information received indicated there was patient contact and the affected eye was the right eye (od) of a 60 year old male patient. The haptic would not rebound and the bend in the trailing haptic issue was noted by the doctor. The lens was inserted and removed during same surgery. A replacement lens of the same model (za9003) and diopter (20.5) was used. It was confirmed that there was no vitrectomy, no incision enlargement and no sutures used. There was no patient injury and the patient outcome at the time of discharge was good. The following fields were updated accordingly: patient age/date of birth: 60 years old. Patient gender/sex: male. Initial reporter name: (B)(6). Initial reporter health professional: yes .initial reporter occupation: physician. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a za9003 intraocular lens (iol) had a bent haptic. The surgeon felt the bent haptic was too significant to risk implanting. The iol was inserted and removed. No additional information provided.